Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identification: (B)(6).

Event description:
The customer observed a falsely positive architect stat high sensitive troponin-I result for one sample. Results provided: sid (B)(6). Initial result = 161, centrifugation repeat result = < 3.0 (negative). No impact to patient management was reported.

Event description:
The customer observed a falsely positive architect stat high sensitive troponin-I result for one sample. Results provided: sid: (B)(6)initial result = 161, centrifugation repeat result = < 3.0 (negative) no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included results included a review of data and information provided by the customer, a search for similar complaints, ticket trending review, labeling, device history records, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 40496ud00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 40496ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 40496ud00. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 40496ud00 was identified. All available patient information was included. Additional patient details are not available.